Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing an irritation. There was no alleged device malfunction contributing to the irritation. Patient was given calazime skin protector at the hospital. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.